Manufacturer narrative:
Failure analysis revealed that all the buttons function properly. However, moisture damage was found on the keypad traces. No button alarm noted during testing. The device alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The motor was tested outside the device and passed the test. Further testing could not be performed due to the motor error alarms. The device was received with scratched screen and cracked reservoir tube lip. No moisture damage inside the insulin pump noted.

Event description:
The customer reported getting a button error alarm after attempting to give himself some insulin. The caller stated that the buttons were not functioning properly. The blood glucose reading was 268mg/dl. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.